Event description:
A customer reported being unable to draw blood through the cap of a one-link catheter extension set. The reporter stated that when the cap was removed and the vacutainer was connected directly to the extension set, the blood flowed. The report indicated that a patient was involved; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.